Event description:
It was reported that the patient underwent surgery to treat a fracture of a lumbar vertebrae. During the procedure, one screw slipped and had to be replaced to complete the surgery. There were no patient complications reported with this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.